Event description:
It was reported that a spectrum iq infusion pump failed to infuse and volume remained the same, no upstream or downstream alarm during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "set was running/bag volume remained the same" was not reproduced. The evaluation tested the pump for flow accuracy, delivery rate: 32ml/hr, volume to be infused: 32, results: 31.578, error percentage: (B)(4). Delivery rate: 12ml/hr, volume to be infused: 12, results: 11.782, error percentage: (B)(4), the flow accuracy tests passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.